Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/29/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 136mg/dl 07/08/2016 12:00:00 am fasting: no 133mg/dl 07/08/2016 12:00:00 am fasting: no 221mg/dl 07/08/2016 12:00:00 am fasting: no 179mg/dl 07/07/2016 12:00:00 am fasting: no 72mg/dl 07/07/2016 12:00:00 am fasting: no customer also complained about results of 411mg/dl and lo, which were taken yesterday.